Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was consistently switching between battery and ac power. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the v60 had ac power inside the unit. The rse advised the customer to confirm that the switching power supply has 24 volts dc. The customer was instructed to remove the molex connector on the power management board and confirm that there was 24 volts dc across the brown and orange wires with ac connected to the v60. The customer biomedical engineer (bme) reported it was not at 24 volts. The customer was advised to order and replace the power supply. In a follow-up service work order, on 03/15/2023 the customer reported replacing the power supply and wanted to confirm the unit now has 24 volts. The customer bme again confirmed the v60 had ac power inside the unit. The bme again removed the molex connector on the power management board and confirmed that following the power supply replacement, there were now 24 volts dc across the brown and orange wires while ac was connected to the v60. The customer bme also confirmed that the device had 23.95 volts on the pneumatic page. The rse advised the customer to complete an electrical safety test after replacing the power supply. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.